Event description:
(B)(4). I got essure implanted since (B)(6) 2013, having issues debilitating stabbing pelvic pain, sciatica pain, hair loss, abnormal periods, rashes, brain fog, numbness in legs, pain with ovulation, pain with sex. I recently had imaging done that shows my fallopian tube perforated by essure; I had surgery to remove essure and pathology report came back with endometriosis. I don't have a history of this; it was caused by essure. All my problems have been because of essure!!